Event description:
It was reported that tubing came apart at the connection and leaked when the patient was repositioning. There was an unknown amount of medication given ¿ small amount of blood loss: high risk of blood loss and high risk of infection. "Tubing was disposed of due to the level of contaminate."

Manufacturer narrative:
No product will be returned per customer. No investigation was performed. A photo of a 4-way stopcock connected to a female and male luer was provided by the customer. No separations or leaks could be confirmed based on the photo. The root cause of this failure was not identified as no product was returned.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that tubing came apart at the connection and leaked when the patient was repositioning. There was an unknown amount of medication given ¿ small amount of blood loss: high risk of blood loss and high risk of infection. "Tubing was disposed of due to the level of contaminate."